Event description:
It was reported that during a lap cholecystectomy procedure, piece of the outer seal of the device fell into the body. The piece was recovered and another trocar was used to complete the procedure. There was no patient consequence.